Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon was perforated. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was perforated and had a hole. The procedure was completed with another of the same device. No patient complications were reported.